Manufacturer narrative:
(B)(4). The customer stated the unit will not be returned for evaluation. Technical support advised the customer to change the o-rings in the flow sensor receptacle. The customer did this and it resolved the issue and the unit was placed back into service. The customer also stated that no parts will be returned therefore an evaluation cannot be completed at this time. In the event additional information becomes available a follow-up report will be submitted at that time.

Event description:
The customer stated this unit passes the extended systems test but is auto cycling while in neonatal modes. When the flow trigger is increased, the auto-cycling stops. There was no patient involvement at the time of this incident.